Event description:
Complainant alleged that during biomed testing, the device was unable to select energy and failed to charge. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.